Event description:
Reporter was admitted to the hospital for observation after passing out. She woke up on her own and checked her glucose on the device and the result was 205 mg/dl. The device was replaced and requested to be returned for evaluation.